Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: a successful case of graft infection after total debranched tevar for distal arch aneurysm treated by graft removal, replacement of total arch and descending aorta, and omental flap installation. Source: japanese journal of cardiovascular surgery 54(3):122-126. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Aya tanaka "a successful case of graft infection after total debranched tevar for distal arch aneurysm treated by graft removal, replacement of total arch and descending aorta, and omental flap installation" japanese journal of cardiovascular surgery 54(3):122-126. A 56-year-old man who had undergone a total debranched tevar for a distal arch aneurysm using conformable gore® tag®thoracic endoprosthesis(ctag) and non-gore product (triplex, terumo) in an other hospital 8 years earlier. Seven months after the surgery, a graft infection occurred and the left subclavian artery graft was removed and an axillo-axillary bypass was done using ringed eptfe graft (manufacture unknown). The axillo-axillary bypass graft was replaced due to a seroma around the graft, but the surgical wound did not heal, and a cutaneous fistula was observed. Subsequently, the patient continued to receive treatment on an outpatient basis. One year ago, a cutaneous fistula also formed at the site of the median sternotomy, accompanied by a fever of 39°c. Fdg-pet CT revealed a stent graft infection. A reintervention was performed,the descending aorta was clamped at the th10 level, and the proximal descending aorta to arch was opened to remove the infected ctag devices. Selective antegrade cerebral perfusion was started and antegrade cardioplegia was given. The ascending-arch-descending aorta was replaced with a rifampicin-soaked dacron graft, followed by left common carotid artery reconstruction using a graft. The new graft was wrapped with a pedicled omental flap. Postoperative antibiotic therapy was continued for 6 weeks and the fistulae were surgically closed. The patient was discharged and is back to the normal life.